Event description:
Customer noticed lancet needle protruding past end cap the lancing device. Customer said lancet needle was properly seated in device. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.